Manufacturer narrative:
Additional information was received that the reason for the patients replacement was due to difficulty charging the ipg. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for an unknown reason.